Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl. The customer's blood glucose 25 mg/dl. The customer was treated low blood glucose by glucose. Customer also stated that the insulin pump was damaged and reservoir chamber was crack. Reservoir was able to lock in place. Customer was unable to complete care link upload. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2018 to (B)(6)2019. There was no data available to verify pump error 53 alarm or pump error(s)/alarm(s) noted 2 days prior to the event date 30-sep-2019 in the formatted history file. Unable to test for pump error 53 alarm due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. In further full review of the pump history/traces on the (primary) event date of 31-mar-2019, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 31-mar-2019 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)/2019 00:00:00.000 dailytotalofallinsulindelivered = 50.175 dailytotalofbasalinsulindelivered = 32.975 dailytotalofbolusinsulindelivered = 17.2 please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 31-mar-2019 in the formatted history file. Sg calibration error (776) was found on: (B)(6)2019 00:36:13.000 lost sensor 1 alert (780) was found on: (B)(6)2019 02:55:00.000 (B)(6)2019 03:05:00.000 (B)(6)2019 16:50:00.000 (B)(6)2019 17:00:00.000 (B)(6)2019 01:30:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.23 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Retainer ring damage (a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip) and reservoir unable to lock into place were confirmed. Cosmetic damage was confirmed at the reservoir chamber of the pump during analysis. Unable to verify customer alleged for low bgs. Unable to test for pump error 53 alarm and complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump error 53 alarm was unknown. Customer alleged for pump/sensor communication anomaly was not confirmed. During visual inspection, corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.